Event description:
During follow-up, oversensing and automatic mode switch episodes due to noise were noted on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. During the procedure, insulation damage was visually observed. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation damage were not confirmed. As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.